Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting valve was cleaned to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported an over delivery of pressure in the patient circuit during pre-use checkout. There was no report of patient involvement.